Event description:
On 2025-feb-21 additional information was received. The rep reported the pt was able to achieve adequate pain relief on a new program, so no revision is scheduled or planned for now. The exact cause of the high impedance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they haven't had any buzzing in their head for several days (confirmed february) and have a headache today and pain in the back of their head that feels like it did before the implant. Patient noted they haven't tried to change their therapy settings for some time and today when they attempted to increase the intensity in group c from .4 therapy increase not available oor message displayed. Patient stated they were able to decrease the intensity to .3 and now when they attempt to increase back to .4 the message appears. Patient confirmed therapy is on. Agent reviewed message and advised patient to try group a or b. Agent redirected to hcp and emailed reps. On 2025-feb-06 the rep called in repeating previously mentioned issues. The rep noted high impedances with electrode 2 >40,000. All of the programs were using this electrode which was causing the oor message. Rep reprogrammed using only electrode 0,1,3 to obtain coverage. Physician aware and if other contacts become unusable, discussed may need lead revision. The issue is ongoing and the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances with all electrodes completely out and in the red beyond 40,000 ohms. A loss of stimulation was reported. The lead was replaced and the issue resolved. The lead was discarded. The cause was not determined, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a high impedance issue was identified, resulting in out of range impedance values and a loss of stimulation. Troubleshooting was performed, which included reprogramming around the impeded leads. The issue remains ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.